Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that was this right ventricular (rv) lead dislodged and exhibited high pacing thresholds and intermittent capture. The lead was surgically repositioned. No additional adverse patient effects were reported.